Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens (icl) was removed from the patients left eye (os) because the lens was too small. A replacement lens of longer length was implanted. If additional information is received a supplemental medwatch report will be submitted.